Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 ((B)(6)): the patient reported she felt like her device wasn't working. The patient mentioned that she didn't know if she was doing something wrong. Indication for use was noted as: gastrointestinal/pelvic floor. No outcome was reported regarding this e vent. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.